Manufacturer narrative:
Due to the potential for multiple customers to have the same reported problem, a recall is being initiated.

Event description:
Merge cardio is a system intended to be used to acquire, store, print, transfer, and archive clinical information including images, hemodynamic studies and reports, measurements (via import from dicom structured reporting, text files or optical character recognition of measurements captured on images) and cardiology signal (waveform) data.on (B)(6) 2016, a customer reported to merge healthcare that a fetal patient report was automatically pulling prior measurement data for a prior fetus; however, the attending medical staff immediately noticed the problem before the patients' data was compromised.this was determined to be a potential safety issue in the event that the wrong fetal measurements get referenced, which can lead to a potential for over or under diagnosis and/or treatment of a patient.(B)(4).

Manufacturer narrative:
An internal investigation was completed by merge healthcare (CAPA: qs-117993 and hhe qs-117994). These activities determined that the echo.peds knowledgebase used with merge cardio displays previous report measurements based on the medical record number (mrn). This behavior is expected for pediatric patients. However, a fetal study is based on the mother's mrn. The mother's first fetal exam measurements are used as a reference for subsequent fetal exams for later pregnancies. However, after confirmation, the final report for the subsequent fetus only includes only the second fetus' measurements. In the event that the physician does not notice the first fetus' reference measurements for the secondary/subsequent pregnancy, there is a potential the physician will request a secondary echo study be completed.this supplemental report is submitted to the FDA in accord with applicable regulations and as indicated by merge healthcare in the initial report submitted (B)(6) 2016. To resolve the issue a recall (2183926-03.18.2016-069-c, z-2123-2017 res77124) was conducted and all of the affected customers were upgraded. The recall was closed on (B)(6) 2017. No further action is required. There were no reports of death, serious injury or injuries that were directly caused or contributed to as a result of this issue. Revised information contained in this supplemental report includes the following: updated contact office - name/address. Date new information received by manufacturer. Indication that this is follow-up report (B)(4). Indication of malfunction as reportable event indication of additional information and device evaluation codes: methods code: (B)(4) - testing of actual/suspected device, results code: (B)(4) - software problem identified, conclusions code: (B)(4) - cause traced to device design. Indication that the reported issue is related to a recall added recall number: indication of additional manufacturer information is contained in this follow-up report